Event description:
It was reported that during an omentectomy procedure, using superjaw device to perform surgeon commented on significant thermal spread, specifically at the distal 1/4 of the jaw. Tissue was very thin connective tissue between omentum and transverse colon. Thermal spread in excess of 3mm was noted with a balloon shaped thermal footprint on distal tip of 5mm. There was no specific patient consequence, however tissue was noted to be blackened and charred along omentectomy transaction line.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information: rep responded: how long has the surgeon and account been using this device- since september of 2011? Were you present for the procedure- yes? Are the jaws cleaned of tissue between transections- yes? Is yes, how were the jaws cleaned- with a damp raytec sponge? Were the jaws cleaned with saline- no - water? If yes, was the jaws sloshed around in saline- no? If gauze used, was the gauze slightly wet or soaking wet- damp, not soaking? Was the device dis-connected and re-connected to the generator- no all feedback and activation we per user expectation? Regarding the "thermal spread", does the surgeon consider this a burn? (Yes or no)- no, he was surprised but attributed it to thin tissue. It was surrounding the end effector. Has the patient had any symptoms no, nothing reported as he gave a wide margin. Between the jaw and the transverse colon.? What is the current patient condition recovering as expected? What medical intervention was used to treat the burn? (Such as salve or stitches) nothing needed. Are there any anticipated long-term effects from the burn no, nothing. Commentary: the tissue was the anterior and posterior peritoneum of the greater omentum and was very thin- literally 2 cell membranes thick and transparent. He utilized the device per package insert in that he gently closed the jaw, activated fully, waited for the second tone then started advancing the I-blade. Upon completion of the I-blade stroke, he waited for the second tone before opening the jaw.